Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested by fax and mail on 01/16/2009, and by phone on 01/14/2009, and 01/22/2009. A completed questionaire was received on 01/29/2009. This report was mailed to FDA on: 02/13/2009.

Event description:
A consumer reported experiencing halos around light following bilateral intraocular lens (iol) implant surgery. There are two medical device reports associated with this event. This report is for the left eye.